Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause of low bg was unknown. Customer's boyfriend provided customer with candy and juice to address bg, as the customer had lost consciousness. Recommendation was made to discuss diabetes management with a health care professional.